Event description:
The nurses have smelt a chemical small (battery on charger). Battery was very hot and had a leak (translucent liquid). Nurse has disconnected the battery from the charger and during this action a nurse has received some liquid on her leg. She has felt like a bum. Ref # 1419652-2013-00169.